Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Concomitant medical product- cer bioloxd option hd 36mm, catalog#:650-1057, lot#:unk; unknown ringloc shell, catalog#:unk, lot#:unk; unknown e1 max-rom liner, catalog#:unk, lot#:unk; cer option type 1 tpr sleve -6, catalog#:650-1064, lot#:unk. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported a patient underwent initial right total hip arthroplasty . The patient was given injection in rectus femoris muscle approximately four years post op.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.